Manufacturer narrative:
No sample is available for evaluation. Manufacturing review of the referenced lot number and respective device history record was conducted on (B)(6) 2021, showing that all units were quality released on (B)(6) 2021 having met all internal qc acceptance requirements. There were no non-conformances associated with the manufacturing lot during the final packaging. Sterile subassembly lot m20l1302 ((B)(4)) was also reviewed for potential issues impacting the quality of this product. This subassembly lot was released to component inventory on 8dec2020 having met all quality requirements including product sterility testing following eo sterilization, as well as internal bioburden and product pyrogen (lal) testing requirements. In lieu of a request for the OEM supplier for a DHR review of the ecm material lots, it is noted that aziyo processes the non-sterile envelope materials by cutting, suturing, packaging, and sterilizing. It is also noted that per the instructions for use ((B)(4)) provided with the finished cangaroo envelope device, infection is listed as a potential complication associated with this procedure and device usage.

Event description:
Patient had original ICD placement in 2016 with ICD change-out procedure on (B)(6) 2021. She reportedly went swimming post-surgery and developed some pain, swelling and redness at the site. Antibiotics were prescribed but she delayed taking them for a week. When she presented to the physician, the ICD site had an open wound with the device exposed, no redness, some swelling, and yellow drainage. No fever, chills or body aches. Device was explanted along with aziyo envelope. Pocket was irrigated and new ICD and aziyo envelope implanted. Patient was discharged home on oral antibiotics. Cutures taken at the time of explant showed "no growth" six days later.